Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported 'filament regulator failure' errors during patient cases. No patient or user injury was reported.